Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced an infection. As a result, approximately one year and four months post-surgery, the patient underwent surgery to remove the shoulder replacement devices and was revised to an antibiotic spacer. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
D10: 300-01-14 - equinoxe humeral stem primary press fit 14mm; sn# (B)(6), 320-08-38 - glenosphere exp 38mm +4mm offset; sn# (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0; sn# (B)(6), 320-15-01 - eq rev glenoid plate; sn# (B)(6), 320-15-05 - eq rev locking screw; sn# (B)(6), 320-20-00 - eq reverse torque defining screw kit; sn# (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; sn# (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; sn# (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; sn# (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; sn# (B)(6), 320-38-00 - 145-deg pe 38mm hum liner +0; sn# (B)(6), 321-20-00 - equinoxe reverse shoulder drill ki; sn# (B)(6), 531-20-00 - shldr gps rvrs drill kit; sn# (B)(6), 531-78-20 - shouldr gps hex pins kit; sn# (B)(6), a10012 - gps implant kit v2; sn# (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.